Event description:
Note: the date of event is unknown. It was reported to boston scientific that a hydra jagwire guidewire was used during a stenting procedure. According to the complainant, during the procedure, resistance was encountered by the head nurse navigating the device within the patient. Upon removal, the nurse indicated that the wire coating was peeling. The outcome of the procedure is not known. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.